Event description:
The customer was backing the unit out of the garage when the drivetrain failed. This caused the unit to coast down the driveway with the customer on board. The unit fell over a slight embankment, landing on the customer. Customer sought emergency medical attention at the time of the incident. The diagnosis is inflamed muscles and bruises as a result of the incident. The customer was treated and released from the hosp.